Event description:
Additional information received indicated that the physician performed a chest x-ray during a follow-up in clinic. A micro-dislodgement was suspected and the lead will be repositioned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing, increased capture threshold and suspected lead dislodgement via fluoroscopy were observed. The physician elected to schedule the patient for another follow up.

Event description:
Additional information received indicated that the physician failed to reposition the lead, and the lead was explanted and replaced. The patient was stable post procedure.